Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries, buttons were not responding. Insulin pump grinding during rewind process. Battery cap was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery cap cracked/damaged, no delivery alarm/insulin flow blocked alarm, low battery life or low battery alert, failed batt test or battery failed alert, rewind anomaly, grinding noise and keypad anomaly found on march 07, 2022. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. However, insulin pump was received with a loud motor noise during rewind. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus.¿ there was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 04:07:53.000 during bolus delivery. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 20:04:53.000 and low battery alert was recorded and found in the formatted history file on: 03/04/2022 18:52:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 6:41:00 am. There was no power data available for the event date of march 07, 2022. Unable to check power data for low battery alert. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the j1 connector on pcba 1 was locked properly during visual inspection. In conclusion, the pump had a loud motor noise during rewind due to faulty motor. Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. No delivery alarm/insulin flow blocked alarm was not confirmed. Low battery life or low battery alert and failed batt test or battery failed alert were not confirmed. Keypad anomaly was not confirmed. Rewind anomaly and drive/motor anomaly was confirmed. Rewind anomaly and drive/motor anomaly due to faulty motor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.